Manufacturer narrative:
The field service engineer determined the mixer was misadjusted on c702 analyzer serial number (B)(4). The mixer was adjusted and checks were performed. Precision studied, calibration, and controls were run; all passed. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality control data was ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 8000 c 702 module (serial number (B)(4)). The sample initially resulted in a creatinine value of 1.31 mg/dl and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2022, resulting in a value of 1.01 mg/dl. The sample was also repeated on a second c702 analyzer (serial number (B)(4)) on (B)(6) 2022, resulting in a value of 1.07 mg/dl. No values were deemed correct. A corrected report was not issued since the physician used results from other sample draws of the patient. The creatinine reagent lot number was 62286401, with an expiration date of 31-dec-2023.